Event description:
It was reported while reviewing the post operation 3 month x-ray; the surgeon raised a concern about the spring bar on an aviator plate.

Manufacturer narrative:
Method: complaint history review, risk assessment. Results: the aviator assy four level plate was confirmed to have a deformed locking bar mechanism and a screw backing out based on the submitted xrays. No manufacturing records could be reviewed as the lot number is not known and the implant remains in the patient. There was no further information available except that the surgeon is monitoring the patient. Conclusion: the root cause of the reported event cannot be determined. The exact cause of the deformation remains unknown. Device still implanted.

Event description:
It was reported while reviewing the post operation 3 month x-ray; the surgeon raised a concern about the spring bar on an aviator plate.